Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while flushing the prostyle device, fluid leaked out of two holes in the sheath. There was no patient involvement. A new prostyle device was used successfully. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of the device being returned for analysis, a conclusive cause for the reported difficulty could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.